Event description:
It was reported to philips that the system failed to produce x-rays. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The clinical use information is not confirmed. The field service engineer (fse) visited onsite and confirm the reported problem. After reviewing the log, fse found the reported malfunction. Upon troubleshooting, fse found the generator cabinet's power supply faulty and the miu defective. To resolve the problem, another follow up fse replaced miu certeray and pdu dcps and the parts are returned for further analysis, but for miu certeray there is no failure and for pdu dcps it found the dc ok led was off, and the fan was not running. After replacing the miu certeray and pdu dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.